Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances before the generator change. The lead appeared to be calcificated. As part of the newly implanted device procedure, a commanded shock was completed, showing out of range shock impedances. A defibrillation threshold test was attempted but the physician failed to induce and stated they would stop trying to induce. The device was recommended to be programmed with high energy shocks as it was unknown what would take to convert at this point. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.